Event description:
It was reported that during an equipment evaluation conducted at the user facility by a manufacture field service technician, the drill heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and extensive corrosion and debris was discovered. The bearings on the rotor assembly were found to be worn and lubrication was not present inside. Worn or damaged bearings can cause this type of failure and can lead to increased friction between rotating components, resulting in heat being generated. The rotor assembly and all bearings were replaced, and the drill was cleaned for preventative maintenance purposes. The drill was returned to the user facility.